Event description:
A nurse reported that the equipment did not perform phacoemulsification during a procedure. The system was rebooted and a system message displayed. The customer exchanged the equipment and the case was able to be completed without delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specification. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported problem is unknown. (B)(4).